Event description:
The customer reported cell-dyn 22 platelet control lot 0125 was often out of range high for the platelet parameter. The abbott technical service representative confirmed that backgrounds were within specifications and the previous lot of controls were within specifications and the previous lot of controls were within range and on target. The customer observed cell-dyn 22 platelet control lot 0125 appeared hemolyzed, therefore, the customer was sent a new lot of cell-dyn 22 controls. The customer reported the new platelet controls were in range and confirmed the controls were stored and handled according to package insert recommendations. It is unk if there was impact to pt management.

Manufacturer narrative:
Platelet recovery values were out of range high during stability testing for the cell-dyn 22 calibrators, lots 3099. 3098, and 3100 and cell-dyn 22 control lot 0125 for the cd3200 and/or cd ruby optical analyzers. Cell-dyn 22 calibrator lot 3098 did not meet shelf life stability on the cell-dyn 3200 analyzer at its expiry. Cell-dyn 22 calibrator lot 3099 did not meet shelf life stability and the 7 day open vial stability for the platelet parameter on the cell-dyn ruby analyzer. Internal data indicated that cell-dyn 22 calibrator lot 3100 was experiencing the same issues as it approached the october 6, 2006 expiry date. Cell-dyn 22 calibrators and controls are subjected to stability testing per abbott department operating procedures. The cell-dyn 22 calibrators and controls claim product shelf life and consecutive day open container stability. The calibrator and control values must meet the requirement within the published assay values and ranges per abbott stability testing parameters. The values recovered during stability testing are the same as product release values. An investigation was performed and probable causes were found to be a combination of the following issues: common cause process variability of the red blood cell fragmentation to platelet like particles affecting mean platelet volume, and special cause variation of tightening the platelet specification by 50%. It was determined that red blood cell fragmentation is enhanced by mechanical stress. These issues did not adequately predict an increase of platelet count through the established stability claims. The formulation and manufacturing process used in the manufacturing and testing of the cell-dyn 22 calibrators and controls are specific to both the calibrators and controls and does not impact the other instrument platforms, therefore the identified probable cause is product specific. The corrective action for the cell-dyn 22 calibrators and controls is to re-evaluate the platelet specification, improve assay assignment procedure for platelet parameter, re-validate the platelet manufacturing process to increase the mean platelet volume and conduct monthly value assignment. This is the final report.